Event description:
It was reported that the wheel fell of a powered wheelchair and flipped over. The chair spun around dragging the user's toe across the ground. The user lost his toe due to the event. The right armrest was bent and the battery lights were not lighting all the way on the joystick. Should additional relevant information become available, a supplemental report will be submitted.